Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented for an MRI, but the scanning setting was prevented from being programmed on due measured high impedance on the right ventricular (rv) lead. High threshold was also measured. The physician believed the issues resulted from a micro-perforation and subsequent fibrosis. A CT scan was performed instead. The lead remains in use. No further patient complications have been reported as a result of this event.